Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath failed to split completely during advancement of the thumb advancer. The wings prematurely collapsed and vessel access was lost, hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.